Event description:
Customer reached out on 4/24/2020 letting us know she has used a saalt cup for the last year without any issues, but her dog chewed her old one so she ordered a duopack a few weeks ago. She had a lot of discomfort (itchiness, pain, swollen, irritation) and felt the cup was different in some way. Saalt responded on 4/27/2020 and asked for more information about her experience and she notified us that she would be going to the doctor since sheets of skin were coming out of her vagina due to the chaffing and pain she was experiencing. Her doctor believes the irritation was from chaffing and a possible lack of blood flow to the area which may have caused the inner lining of her vagina to "die." She was given antibiotics and the doctors determined there was no other infection or bacterial issue by testing her urine. She noted she did not boil the cup prior to using it for the first time and washed it with method brand unscented soap and water. The device was not returned for evaluation as it was not requested to be returned. The reported event is addressed in the labeling. The device history record (DHR) for lot # 0119sp and 0219rb was reviewed. There were no deviations, errors, omissions, or non-conformities that were noted to be associated with the reported device. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states prior to first use: "boil your cup in water for 4-5 min (no more than 7 min). Use tongs or a wire whisk to ensure the cup doesn't touch the bottom of the pot."